Event description:
Hcp reported the catheter connector had been damaged which led to a cfs and pump medication leakage into the pump pocket. The spasticity symptoms became obvious everyday and the pt was "not relieved anymore". The pt underwent CT scan performed to verify why the pump pocket was becoming bigger since august 2003. "The connector damage is not related to the implant technique but maybe to some pressure done onto the pump pocket". The catheter was explanted and replaced on 2003. It was returned to the manufacturer for analysis. The pt was reported as "good" following the post-intervention/procedure.